Manufacturer narrative:
Device is a combination product.(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). Same case as: 2134265-2010-04906, 2134265-2010-04907, 2134265-2010-04905. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and underwent target vessel reintervention. Lesion 1 was a long lesion located in the mid right coronary artery (rca) and extending to the distal rca. The lesion was 85% stenosed, 3.5mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.5mm in diameter and 6mm long. The lesion was treated with direct stent placement using a 3.5x8mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was a long lesion located in the mid left anterior descending (lad) and extending to the distal lad. The lesion was 70% stenosed, 2.75mm in diameter and 12mm long. The lesion was treated with direct stent placement using a 2.75x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 4 was located in the 1st diagonal. The lesion was 90% stenosed, 2.25mm in diameter and 21mm long. The lesion was treated with direct stent placement and placement of a 2.25 x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. It was also noted that a 99% lesion in the 1st diagonal was treated with successful balloon angioplasty. Residual stenosis was 30%. The patient was discharged 1 day later on aspirin and prasugrel. In june 2010, 9 days post index procedure, the patient experienced a myocardial infarction and underwent target vessel reintervention. The patient presented with a several day history of unstable angina. An electrocardiogram showed normal sinus rhythm and troponin was 0.16. Cardiac catheterization was recommended. Following cardiac catheterization, troponin peaked at 4.16. No ischemic electrocardiogram changes were noted. It was noted that the patient did have some chest discomfort overnight, however, was able to walk over a mile in the hospital without exertional chest discomfort. A target vessel reintervention was performed with treatment to the 1st diagonal using predilation and placement of a 3.0x15mm promus stent. Following post dilation, residual stenosis was 0%. A target vessel reintervention was performed with treatment to the mid lad consisting of multiple balloon angioplasties. Residual stenosis was 0%. It was noted that a restenosis of a previously place stent was reopened using angioplasty. A target vessel reintervention was performed with placement of a 4.0x23mm promus stent to the lmca due to dissection. Residual stenosis was 0%. A dissection of the lcx was also noted that was not treated at this time. The procedure was completed without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Event description:
(B)(4) study. Same case as: 2134265-2010-04906, 2134265-2010-04907, 2134265-2010-04905. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and underwent target vessel reintervention. Lesion 1 was a long lesion located in the mid right coronary artery (rca) and extending to the distal rca. The lesion was 85% stenosed, 3.5mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.5mm in diameter and 6mm long. The lesion was treated with direct stent placement using a 3.5x8mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was a long lesion located in the mid left anterior descending (lad) and extending to the distal lad. The lesion was 70% stenosed, 2.75mm in diameter and 12mm long. The lesion was treated with direct stent placement using a 2.75x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 4 was located in the 1st diagonal. The lesion was 90% stenosed, 2.25mm in diameter and 21mm long. The lesion was treated with direct stent placement and placement of a 2.25 x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. It was also noted that a 99% lesion in the 1st diagonal was treated with successful balloon angioplasty. Residual stenosis was 30%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, 9 days post index procedure, the patient experienced a myocardial infarction and underwent target vessel reintervention. The patient presented with a several day history of unstable angina. An electrocardiogram showed normal sinus rhythm and troponin was 0.16. Cardiac catheterization was recommended. Following cardiac catheterization, troponin peaked at 4.16. No ischemic electrocardiogram changes were noted. It was noted that the patient did have some chest discomfort overnight, however, was able to walk over a mile in the hospital without exertional chest discomfort. A target vessel reintervention was performed with treatment to the 1st diagonal using predilation and placement of a 3.0x15mm promus stent. Following post dilation, residual stenosis was 0%. A target vessel reintervention was performed with treatment to the mid lad consisting of multiple balloon angioplasties. Residual stenosis was 0%. It was noted that a restenosis of a previously place stent was reopened using angioplasty. A target vessel reintervention was performed with placement of a 4.0x23mm promus stent to the lmca due to dissection. Residual stenosis was 0%. A dissection of the lcx was also noted that was not treated at this time. The procedure was completed without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).